Event description:
Intera oncology was notified that an intera 3000 hepatic artery infusion pump had 15 ml come out well, but the clinic had difficulty removing the remaining 15 ml from the pump despite troubleshooting. The physician planned to troubleshoot the pump himself on (B)(6) 2026, and consider taking the patient to or to switch out the pump. On (B)(6) 2026, the pump was explanted and a new pump was implanted. According to the physician, the patient did not experience an adverse event.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. On (B)(6) 2026, intera oncology shipped a return kit to retrieve the pump for evaluation. As of today, we have not received the pump. Therefore, once we receive the pump and is evaluated, a supplemental report will be submitted.